Event description:
Additional information was received that the patient was prescribed antibiotics, the ipg was not explanted due to infection, and the infection resolved. The ipg was later explanted and replaced on (B)(6) 2021 due to no ipg communication after unrelated surgery as documented in manufacturer report number: 3006705815-2021-05047.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that patient was diagnosed with infection at ipg site. As a result, surgery occurred to explant the ipg to address the issue.